Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support experienced an undetermined source of bleeding. A CT scan did not identify the origin of the bleeding. The patient received four units of packed red blood cells. Hemolysis laboratory results were negative, and there was concern for possible disseminated intravascular coagulation (dic). The patient is reported to be stable.

Manufacturer narrative:
Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Pdi (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 updated. The investigation is ongoing.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event. D1 brand name was also corrected accordingly.